Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The device passed extended self test (est), short self test (sst), performance verification test (pvt), and the electrical safety test.